Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed that the tower had intermittent power issues due to one of the power cord prongs being damaged. Fse replaced the power cord according to isi procedures. The system has been tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the vision side cart (vsc) would not power on. The reporter explained that the staff verified power to the vsc and placed the breaker in the on position, but it immediately tripped to the off position. Before calling for support, the staff had switched to a backup vsc. The procedure was completing as planned with no reported injury.